Event description:
Information received on (B) (6) 2010 alleged, the pt "suffered permanent brain injury following a mismanaged coronary bypass"; further alleged that "defective bypass machine and components caused injury" including any other mechanical device used to effectuate the bypass surgery..." And further alleged a rapid infuser manufactured by mallinckrodt was defective. The information received further stated "the introduction of air into the cardiac chambers caused the pt to go into cardiac arrest and then back on bypass after reopening her chest and commencing cardiac massage."

Manufacturer narrative:
Instruction on the door of the ad-1000 automatic pressure infusor in bold print: "warning: remove all air from solution bag." Operating instructions for ad-1000 automatic pressure infusor state "remove all air from the fluid bag before pressurizing to prevent air from being infused into the pt. Ensure all luer lock connections are secure and that there are no air bubbles in the infusion line, for further protection against air infusion. The mallinckrodt automatic pressure infusor does not include an air-in-line detector." The serial number of the infusor is unk as the hospital did not track the machine, therefore, the device manufacture date is unk. The infusor was not sequestered in connection with this event. Based on the information available, it is unclear if the air was not properly purged from the mallinckrodt pressure infusor or the bypass machine. No additional information is available.